Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open spine surgery, upon placing the drain, the device strand broke when tying. Another stitch was used to complete the case. There was no patient injury.